Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that the patient developed complications post-op from a gastric bypass procedure. One of staple lines had opened up. Had to re-open patient to oversew line.